Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1062, awareness date 01-sep-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted. She reported that she was implanted with desire and immediately had abdominal pain on a consistent basis. She also reported sexual intercourse painful, constant bleeding and weight gain. She finally received a hysterectomy and stated that she was allergic to nickel. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after insertion she had abdominal pain on a constant basis and constant bleeding. She had a hysterectomy. The abdominal pain is serious due to required intervention and constant bleeding due to its medical importance. Both events are listed in the reference safety information for essure. Considering the nature of these events, the suggestive temporal relationship and the lack of alternative explanation, both events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after insertion she had abdominal pain on a constant basis and constant bleeding. She had a hysterectomy. The abdominal pain is serious due to required intervention and constant bleeding due to its medical importance. Both events are listed in the reference safety information for essure. Considering the nature of these events, the suggestive temporal relationship and the lack of alternative explanation, both events are assessed as related to essure. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.